Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 29nov2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a definitive root cause of the foreign material remaining in the subject device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Three attempts were performed to obtain additional information regarding the customer's cleaning, disinfection, and sterilization processes, but no response has been received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the gastrointestinal videoscope, experienced button 2 had a defect. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated and the customer's allegation was not confirmed. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the adhesive on the bending section cover had a chip. The adhesive on the bending section had white-clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Switch 1 had a cut. Adhesive around objective lens was peeled. Adhesive around light guide lens has white-clouded area. Plastic distal end cover had a burn. Indication on suction connector was peeled. Paint on suction cylinder was peeled. Paint on air/water cylinder was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.